Manufacturer narrative:
As reported, hydro-surg fluid leaking where tubing and battery connect. Based on the information provided, no definitive conclusion can be made at this time. The subject product is not returned for evaluation. There are multiple potential causes as to why a fluid leak may present in use. Without the subject product to evaluate, a root cause or probable root cause cannot be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note, the date of event (23-jan-2024) is considered to be a best estimate based. This MDR represents the hydro-surg plus (device #4). An additional MDR's were submitted to represent the hydro-surg plus (device #1, device #2 and device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during a procedure, the hydro-surg leaked irrigation fluid where the tubing and battery compartment connect. There was no reported patient injury.